Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire processed warranty replacement for the defective mainboard with the known xdcr (transducer) issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has transducer fault and fails exhalation pressure calibration. Furthermore there is no patient associated with the reported event.